Event description:
It was reported that the pulse generator exhibited premature battery depletion.

Manufacturer narrative:
Final analysis found that the device could not be interrogated as received, due to a corrupted ID bit. Review of the device image found multiple bits flipped. When the correct ID bit was programmed, the pacemaker could be interrogated, and was found in backup vvi mode. Device software was down- loaded, and analysis found high current drain and low battery voltage. One hour after a reset was performed, normal function ensued. The pulse generator was monitored for a month and the high current drain did not recur.